Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient reports having purulent discharge as well as the pod infusion site, (abdomen) color was dark. The patient reports having a fever of 102.5. The patient removed the pod from the infusion site, once at urgent care a culture performed in which determined the patient had staph cellulitis. The patient was prescribed keflex liquid to be taken daily (19 ml) for 7 days. In addition patient will be using over the counter bacitracin ointment a few times a day with band aids on the pod infusion site for a couple of days. The patient was at urgent care for 8 hours. The patient was able to apply a new pod. The patients pod will not be returned as it has been discarded.